Event description:
Attorney alleges that on (B)(6) 2011 or (B)(6) 2012, patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; 3dmax mesh (device #1), bard mesh, perfix light plug (device #2), ventralex st patch. It is alleged that the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the 3dmax mesh (device #1) and perfix light plug (device #2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Correction/addendum: it is alleged that the patient had unspecified injuries and subsequent surgical intervention due to the hernia mesh device(s). Fs (B)(6) 2019.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix light plug (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device or ventralex st device. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: this is an addendum to the initial MDR to correct the (b5) event description to include the allegation of subsequent surgical intervention. The (b2) outcomes attributed to adverse event field was subsequently corrected and now reads "required intervention to prevent permanent impairment/damage (devices)". Corrected fields: b2 and b5. Updated fields: g1, g2, g4, g7, h2, h10, and h11.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix light plug (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device or ventralex st device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2011 or (B)(6) 2012, patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; 3dmax mesh (device #1), bard mesh, perfix light plug (device #2), ventralex st patch. It is alleged that the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the 3dmax mesh (device #1) and perfix light plug (device #2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."